Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: per rep, excessive glue noticed on end of probe tip. The failure identified in the investigation is consistent with the complaint record. Based on the evidence obtained through the physical evaluation of the returned probe it was confirmed it was an excess glue applied to the ceramic during manufacturing and not properly cleaned. (B)(4).

Event description:
It was reported that excessive glue was noticed on end of probe tip.